Event description:
It was reported that the patient had an infection in the area around the generator. Patient vns implantation surgery was done in another hospital and had a revision surgery few month post vns implantation surgery to clear the infection on the wound near the generator implant site. Patient was then admitted to that hospital for 21 days for antibiotic treatment. Several months later, patient was admitted to another hospital and it was confirmed that patient has mrsa infection on the wound. They then explanted the vns system a few days later. The explanted generator and lead were discarded. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10. Corrected impact code, initial report: inadvertently left out additional f2303 coding for antibiotic medication.